Event description:
This is a male pt admitted in 12007, who came to our hosp for palpitation, and was found with supraventricular tachycardia. A cardiac electrophysiological study (eps) with induction of arrhythmia and nodal ablation was done; but during the procedure, while the tech was removing the catheters from the groin area, one of the sheaths got stuck and broke off leaving only the hub. The remainder of the sheath was retained in the right femoral vein. A vascular surgeon was called, consents signed by pt's son and the pt was transferred from cardiovascular lab (cvl) to or for cut down and removal of the introducer. Pt was discharged home on the next day, in stable condition with instructions to f/u with the cardiologist.